Event description:
Healthcare professional (hcp) reported a patient was injected off label in the ¿laryngeal injection (left vocal cord)¿ with juvéderm® ultra 3 for ¿laryngeal paralysis.¿ forty-eight hours post injection the patient experienced ¿pseudoallergic reaction with laryngeal swelling and dyspnoea. Transition to resuscitation then to hospital department and finally the patient was urgently tracheotomized.¿ symptoms status is unknown.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected off label in the ¿laryngeal injection (left vocal cord)¿ with juvéderm® ultra 3 for ¿laryngeal paralysis.¿ forty-eight hours post injection the patient experienced ¿pseudoallergic reaction with laryngeal swelling and dyspnoea. Transition to resuscitation then to hospital department and finally the patient was urgently tracheotomized.¿ symptoms status is unknown.